Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. A 48-mm evoque valve was advanced over the wire into the right ventricle (rv) and deployed under tee guidance. After confirming the position, the anchors were slowly released. Final tee images and final right ventriculogram showed no tricuspid insufficiency. The preprocedural right atrial pressures (systolic/diastolic/mean) were 9/14/9 mm hg, and the postprocedural pressures were 5/6/5 mm hg. The following day, an echocardiogram demonstrated an ejection fraction of 55%-60%, normal rv size and systolic function, and a well-seated 48-mm evoque valve without perivalvular leak. The patient was observed for 48 hours and discharged home. Less than 1 month following the ttvr, the patient returned to the hospital with a syncopal episode that resulted in multiple rib fractures. She reported multiple presyncopal episodes following discharge. Electrocardiogram (ECG) on admission demonstrated atrial fibrillation with controlled ventricular response and a new right bundle branch block (rbbb). Telemetry monitoring confirmed these findings and additionally revealed intermittent high-degree atrioventricular block. No reversible etiology was defined. Subsequently, the patient underwent implantation of a leadless pacemaker programmed in vvi mode at 70 beats per minute and was discharged home in a stable condition. At the 1-month follow-up after the leadless pacemaker implantation, the patient was doing well and reported improved functional status. An echocardiogram was completed and demonstrated normal left ventricular ejection fraction, normal rv size and systolic function, a 48-mm evoque valve without perivalvular leak.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information received by edwards clinical specialist. No device information was able to be obtained for this complaint event. Therefore, a device history record review was unable to be performed. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. As there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.